Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in two pieces. The reported event of ¿over-sensing noise¿ was confirmed. On the connector piece (a), one lead-to-can external insulation abrasion, breaching the optim insulation only, was noted proximal to the suture sleeve impression region. On the distal piece (b), one optim insulation and lead body insulation clavicle crush damage were noted proximal to superior vena cava shock coil. The right ventricular (rv) cable lumen, ring electrode (re) cable lumen, and polytetrafluoroethylene (ptfe) liner were breached, exposing the inner coil. The cause of the reported event was isolated to the clavicle crush damage in which the inner coil was exposed. Electrical testing did not find discontinuities or shorts on any conduction paths. Other damages to these pieces were consistent with procedural damages.